Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 7000285) was impeded in the microcatheter and could not pass through the microcatheter. The physician retracted the stent and switched to a new stent to complete the procedure. The microcatheter was not replaced. There was no report of any negative patient impact. On 05-feb-2024, per the cerenovus sales representative, additional information related to the procedure and device issue is not available. On 28-apr-2024, additional information was received. Per the information, the microcatheter used was a prowler select plus microcatheter (606s255x / lot# unknown). It was removed from the patient along with the original stent when the reported issue was encountered. Both devices were removed and replaced to complete the procedure. Based on the additional information received on 28-apr-2024, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was noted. The concomitant stent component was inside the hub of the microcatheter. The stent component was removed without any difficulties. A microscopic inspection was performed on the entire length of the device. The microcatheter was found undamaged (i.e., no kinks, no bends, and no compressed areas were observed). The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The microcatheter was flushed with a laboratory sample syringe. After that, a lab sample guide wire of 0.04572 cm (0.018-inch) was inserted into the received microcatheter, and the guidewire could be advanced until it came out from the distal tip of the microcatheter without noticeable resistance. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Although the functional test could not be performed with the enterprise system due to the deployment of the stent component, the guide wire was able to pass through the entire length of the microcatheter, and no resistance or friction was felt. Additionally, no damages were found on the microcatheter that could have contributed to the issue encountered during the procedure. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. Therefore, the customer complaint was not confirmed. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following caution: if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Do not attempt to use microcatheters without flushing first to hydrate the coating. Failure to do so may compromise the coating and lubricity of the catheter. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00448 and 3008114965-2024-00449. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.